Manufacturer narrative:
Additional information: no code available for additional intervention is labeled. It was reported that on 12sep 2017, cook medical was made aware of an incident involving a patient undergoing a fallopian tube recanalization procedure. The operator used two fallopian tube catheterization (ftc) sets. On (B)(6) 2017, in the subsequent reexamination of the patient¿s fluoroscopic images, it was observed by the using clinician that the tip of the catheter had separated in the patient¿s uterus. The fluoroscopic imaging was returned to cook medical to assist with the investigation. It was further reported that separated portion of the device remains within the patient¿s left uterine corner. The residual part was not removed, and no measurements were conducted. Information regarding the details of additional intervention has not yet been provided to cook. Investigation - evaluation: investigation of this complaint included a document review and device failure analysis with consideration of design, manufacturing, and use factors that could have contributed to this event. A review of manufacturing documentation (e.g., manufacturing instructions, drawings, process validations, quality control instructions, and device history records) was performed to ensure there are adequate controls in place to prevent this type of failure mode. The device history record for the complaint lot number was reviewed and no non-conformances were noted. The device history record for one of the component lot numbers was also reviewed and no nonconformance¿s were noted. The device history record for the second component lot number was also reviewed and noted five nonconformance within the qc department. A review of the nonconformance data revealed that the observed nonconformance on the device history record was for " bond, flaps outside [qty: 6] , outside fiber [qty: 2] , bond, pitted [qty: 1] , bond, dirty [qty:1] and bond, bent [qty: 1]." A record search revealed this to be one of the seven reported complaints associated to the complaint lot number and two component lots. All seven of these complaints are from the same customer. All seven complaints occurred in same hospital. All of the 7 procedures were performed by the same doctor and are reported to have the same failure. Based on the available information and examination of the unused device, the exact cause of the reported issue has not yet been determined. However, it is possible that the environmental conditions the complaint devices were exposed to during shipping, transportation, storage, etc. Could have caused degradation of the tip material and/or that the doctor performed a tubal recanalization which is off-label, since the instructions for use (IFU), states that the intended use of the device is for selective catheterization of the proximal fallopian tube(s), injection of contrast medium, and evaluation of tubal patency. The IFU also states that the "fallopian tube catheterization sets are not intended for complete catheterization of the fallopian tube or tubal recanalization. There is no data available showing any clinical benefit for use in this manner." In accordance with cook¿s complaint handling procedure, there is active ongoing communication with cook field representatives attempting to obtain additional information regarding this event. Cook is seeking clarification regarding patient outcomes, product storage conditions, and further complaint details. Based on the available information and without the benefit of a returned complaint device, a definitive root cause cannot be determined for this occurrence. However, it is possible that the user did not follow the operating instructions given in the device IFU as well as the device was not stored/shipped properly. Further steps have been initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported during a fallopian tube recanalization, proximal tubal on (B)(6) 2017, the fallopian tube catheterization set was used. As reported, recently the doctor reviewed the patient report and found that the tip of the inner catheter was broken and remained inside the patient¿s left uterine corner. As reported, a section of the device remains inside the patient¿s body. The patient has been discharged. Still keeping eyes on this matter. No emergency measures have been taken yet. The distributor reports the hospital refuses to provide any additional information.